Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that an occlusion alarm and unexpected reset occurred. The customer's blood glucose was 81 mg/dl. The customer replaced all supplies and continued to use the pump for insulin therapy.